Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, foreign material at lg-lens adhesive, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Could not identify the foreign material from the provided information. Although we confirmed the suggested event from photos provided by sbc, we could not identify the foreign material. The foreign material may have been unremoved because the device was not reprocessed properly by leak from the forceps elevator. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited adhesive around light guide lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.